Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was showing a dead pixel. Customer also stated that the insulin pump was dropped by accident once before. Customer also stated that they were using battery as per IFU guidelines. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
Unable to perform displacement test, self test, sleep current measurement and active current measurement due to cracked lcd glass. Device received with missing segment due to cracked and bleeding lcd glass.